Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 300 mg/dl at the time of the call. The customer stated that they have to press the buttons several times to scroll to the top of the menu. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was monitored for eight hours with multiple basal rates. No communication error or failed displayable history alarms were noted during testing. However, the failed displayable history alar was inside the pump history screen due to a corrupted history file. Unable to download to care link due to the alarm. All buttons functioned properly, and no keypad anomaly was noted. The keypad connector on the lcd board was inspected and no anomaly was noted. The pump passed error and self tests. No cosmetic damage was noted.